Event description:
The pt experienced vaginal shocking/jolting and surging sensation following position changes. The symptoms were worse when she moved but constant otherwise. The pt was seen in her healthcare professional's office and reprogrammed but it did not resolve the issue. The pt was at home and re-directed to her healthcare professional. Further info was requested.

Manufacturer narrative:
(B) (4).